Event description:
The customer reported that, the head end jack does not raise and that, the hydraulic fluid was found at the base of the jack. There was no pt involvement. No adverse consequences were reported.